Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was able to duplicate and verify the reported issue. The battery pins were replaced to resolve the reported issue and the power pcba was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.